Manufacturer narrative:
Exemption number (B)(4) numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual analysis was performed on the returned device. The kinked shaft was not confirmed; however, the tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were related to case circumstances. The difficulties appear to be due to anatomical challenges. It is likely that the acute angle of the aortic bifurcation resulted in reduced clearance for the distal shaft and caused the tip to separate into the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the distal superficial femoral artery with a 5.5x150 supera self expanding stent (ses). The vessel diameter was 5.5 mm and the vessel was prepared with balloon angioplasty. Atherectomy was not performed. A 6fr 45 cm sheath was used and the aortic bifurcation was an acute angle. Reportedly when going over the aortic bifurcation, there may have been a kink that occurred in the delivery system. The ses was deployed without issue and the double lock was performed by the physician. The delivery system was removed and a balloon was attempted and could not pass. Fluoroscopy showed a foreign body and it was determined that this was the tip of the supera ses. The tip remained in the sheath so the sheath was simply pulled back and the tip was removed. Nothing remained in the patient. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.